Manufacturer narrative:
Result of investigation: the most probable root cause is a thermal defect on the control board (motherboard). Because the error only appears for a moment and disappears again independently, this behavior was not detected during the last two investigations (september and november 2024). The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that image disappears on the screen. No negative impact in state of patient health reported. There is no information that the event caused harm or serious injury to patient, user or third party.